Event description:
It was reported that few days after placement of foley catheter at the time of extraction, they extracted sterile water and tried to remove the balloon but did not come out successfully. They sterilized water might not had drained properly. They were able to extract some of it, but there might have been a few ml left. Medicon made syringe was used for drainage. Per follow up information received via ibc on 21may2024, customer stated that there was no impact to the patient.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted with the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aqueous solution methylene blue per 100ml distilled water) and no leaks observed. Balloon concentricity ok and the balloon rested with no leaks. Passively deflated in one minute and 18 seconds. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that few days after placement of foley catheter at the time of extraction, they extracted sterile water and tried to remove the balloon but did not come out successfully. They sterilized water might not had drained properly. They were able to extract some of it, but there might have been a few ml left. Medicon made syringe was used for drainage.